Event description:
The instrument would not toggle and the needles were falling out from the jaws into the cavity. All needles were retrieved. Used a different lot number to complete the procedure. No reported injury or ill-effects to patient. Procedure: laparoscopic total hysterectomy.